Manufacturer narrative:
Continuation of concomitant: dtba1d1 crtd, implanted: (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead was capped and replaced. No patient compl ications have been reported as a result of this event.